Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 126-127 mg/dl.